Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk multilock stem (6 degree taper), lot: unk; part: unk, unk head, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: head: 0001822565-2019-03300.

Event description:
It was reported that a patient has been indicated for revision on an unknown date for an unknown reason. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Event description:
It was reported that a patient underwent right hip arthroplasty on an unknown date. The patient is indicated for revision due to liner wear, osteolysis surrounding the cup, screws, and along the entire femoral component.

Manufacturer narrative:
Concomitant medical products: part: unk, unk multilock stem (6 degree taper), lot: unk, part: unk, unk cup, lot: unk, part: unk, unk screw, lot: unk, part: unk, unk liner, lot: unk. Reported event was confirmed by review of radiographs. Xray report notes advanced liner wear with eccentric position of the femoral head within the cup; extensive osteolysis surrounding the acetabular cup, fixation screws, and along the entire femoral component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03299, 0001822565-2019-04104, 0001822565-2019-04108, 0001822565-2019-04109.